Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report: 0001825034-2017-07190. Report source: foreign. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address dislocation at an unknown date. No further information has been made available at this time.